Event description:
Customer reported having high blood glucose levels in the 300's and 400's mg/dl. Exact blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite serter and performed instruction test using a new lab enlite sensor along with rubber skin. The enlite serter passed per specification. Insert/release sensor properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.